Manufacturer narrative:
The customer received the expected results using another lot of crric.

Event description:
The customer reported a false negative reaction. A donor sample resulted k-, when tested using capture-r ready indicator cells (crric) lot 221369.